Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, enlarged atrium, and aortic hugger. A mitraclip ntw was inserted and deployed on the mitral valve. A decision was made to do a second transseptal puncture, and the steerable guide catheter (sgc) was removed from the patient. While preparing to use the sgc again, loss of fluid column occurred. Therefore, the sgc was discontinued for use. After a successful second transseptal puncture, a new sgc was inserted, and the procedure was continued. A second clip, a mitraclip ntw, was inserted without issues. However, while inside the left atrium, one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed from the patient. While outside the patient, the grippers were checked and were observed to have no issues. The clip was inserted again, but while inside the left atrium, the gripper actuation issue occurred again. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported improper or incorrect procedure or method-failure to follow steps / instructions during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported improper or incorrect procedure or method was associated with the clip being re-inserted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.